Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/3/16-pfs and medical records received. A dor was provided. The revision operative note indicated pain, instability, metallosis, and pseudotumor. There was no mention of infection. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(4) 2016.

Event description:
Pfs and medical records received. Pfs alleges pain, swelling, inflammation, infection, damage to surrounding structures, and problems walking. No revision date has been provided at this time. Lab results from (B)(6) 2010 indicate the metal ions levels are below 7ppb.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Added: (UDI and expiration date) and (patient and device code). Added: (UDI and expiration date) and (patient and device code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. However, in the previous lab result dated (B)(6) 2010 indicated metal ions were below 7 ppb. In addition to what was previously alleged medical records received. After review of medical records, the patient was revised to address pseudotumor formation secondary to metallosis. Operative note reported benign neoplasm growing around the hip covered in a dark metallic type capsule there was muscle lost. Doi: (B)(6) 2007: dor: (B)(6) 2015; left hip.